Event description:
Planned percutaneous coronary intervention (pci) of left anterior descending (lad-md) used the csi atherectomy device and wire. Wire tip broken off in the lad vessel, no retrieval. The vessel was stented. Addendum: doctor performing pci with csi device in coronary, noticed tip of guidewire became detached from guidewire. Procedure was performed in normal fashion, no unusual occurrences during procedure. Doctor opted to place stent over area no effect noted with patients condition, patient, family and receiving rn notified of event and instructed on signs/symptoms to be observed indicating a potential complication. Pt returned to room in stable condition.